Event description:
On (B)(6) 2013, we received from (B)(4) a medwatch uf/importer report# (B)(4), reported by ms. (B)(6) that patient came in for port flush. Port was accessed and blood returned. Port flushed. Patient became short of breath and complained of back pain. Sent to ed and admitted for pulmonary embolus an fever. Antibiotics administered. Port removed and flushed. Fluid obtained from port grew pseudomonas putida.

Manufacturer narrative:
Complainant stated that one syringe tested was contaminated with the pseudomonas putida. This complaint was already reported to medfil, inc by (B)(4) healthcare center on (B)(6) 2012. It was fully investigated, and reported to the FDA under MDR no. 1423982-2012-00005 on (B)(4) 2012. Tried several times to contact complainant via phone calls and e-mails. Complainant did not respond to any of the follow ups. Even though medefil, inc. Did not receive additional information for the completion of the complaint file and report, medefil continued with the investigation which included batch record review and sterility testing (14 days period) of the retain sample from same lot. No adverse findings were encountered and no micro growth was observed. On (B)(4) 2013 we contacted ms. (B)(6), risk manager at (B)(6) and requested the last syringe they have from same lot for testing. A follow up report will be filed with FDA once sample is received and tested. Ms. (B)(6) also contacted to the manufacturer of normal saline (concomitant product) for investigation.